Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the patient did hip articulation surgery, and found purulence 20 days after surgery. However the other detailed info could not be provided now.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch# kd2506, exp date: 03/31/2021, MFR date: 04/08/2016; batch# kd2072, exp. Date: 03/31/2021, MFR. Date:04/01/2016. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hip articulation surgical procedure on unknown date and the suture was used. Twenty days after the procedure, the patient experienced a fat liquefaction. The in-vitro culture was done and staphylococcus aureus was found. Additional information has been requested.